Manufacturer narrative:
Continuation of d10: product ID: afr-00001 (unknown); product type: 0609-catheter. Product ID: non-medtronic product; product type: catheter. Product ID: non-medtronic product. Product type: catheter. Product ID: non-medtronic product; product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during use of the sphere 9 catheter in a cardiac ablation procedure, a high catheter temperature sensor error occurred that could not be cleared, and the procedure was temporarily interrupted. The catheter was replaced with a new one, which resolved the issue. The case was completed. It was also reported that the patient seemed to have had a stroke. No further patient complications have been reported as a result of this event.